Event description:
Customer reported via phone, the insulin pump makes a light noise when bolusing. Customer stated it sound like the motor and only noticed that morning. Displacement test was performed and the device passed. However, the customer stated the noise sounded louder when the device rewound during the test. Customer's blood glucose was 121 mg/dl. Customer requested a replacement device and is returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.